Event description:
The customer received a blood glucose reading on the contour next that was 50mg/dl higher than on a different meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer had no strips left. Product was not replaced.